Event description:
The patient reported that there were in so much pain without the spinal cord stimulator (scs) therapy but they were trying to make due with pain medication. The patient did not work so was sitting all day. They reported that the implantable neurostimulator (ins) battery had died and needed replacement. There were no allegations made regarding the battery longevity and longevity was normal based on expectations regarding rechargeable battery type. The patient was planning to follow-up with managing health care professional (hcp). This started about two months ago. Other relevant medical history includes complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.